Event description:
Spontaneous. Follow up report. Pt reports pump serial number (B)(4) just started alarming no disposable. Pt switched to the pump that alarmed with no code earlier today, serial number (B)(4). Advised pt that this is usually more of a cassette issue than a pump issue. Pt most recently used cassette lot number 4173641. Pt reports has a new refill of cassettes with different lot number available for use and will premix a new cassette in case of another pump error later. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? No; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.